Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4). A follow-up report will be filed should any significant supplemental information become available

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice machine display during dwell 2 of 4. The baxter technical service representative (tsr) had the home patient (hp) cycle power the homechoice machine. The tsr explained to the hp that she would need to start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.